Manufacturer narrative:
On 09/04/2015 - initial report was sent to FDA medical device reporting division.

Event description:
Additional information: screw broke.

Manufacturer narrative:
(B)(4) 2015, vilex received report of a broken stainless steel lag screw, s40-45s-11. As of this date, vilex has attempted to contact the dr who performed the surgery and the account mgr who reported the incident. However, vilex has not been able to get any add'l info. A review of vilex's complaints revealed that no complaints have been filed against this product. Should more info become available, a follow up report will be filed.

Event description:
Screw broke.